Manufacturer narrative:
The reported field events of backup vvi and noise on the ventricular channel were confirmed in the laboratory via review of the device image and stored egms. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The device was tested using automated test equipment and met all specifications. The cause of the reset could not be determined.

Event description:
It was reported that the device was found in a back-up vvi mode. Noise was detected on the leads causing inappropriate shocks. The ICD and leads were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.